Event description:
It was reported that during implant the lead exhibited high impedance and unstable pacing. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field complaint of high impedance was not confirmed in the laboratory. Normal coil continuity and intact inner insulation were measured for both returned parts of the lead. The impedance could not be measured since the lead was cut in the field. No anomaly was found.